Event description:
Caller states the patient tested 5.6 inr on the coaguchek xs plus system while a comparison lab returned as 4.07 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system; however, the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.